Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d4 (serial number updated from (B)(6) to (B)(6)) . Device was returned and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty output connector was confirmed and this was the likely cause of error b30, but a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source showed communication error (error b30). The issue occurred during maintenance. There were no reports of patient harm.